Event description:
The customer contacted baxter customer service to inform the disposable showed a leakage. When the disposable is connected to the machine, the leak occurs in the drain line. The patient reported that it is as if the cap would not be safe. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s.